Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The difficulty/resistance removing the protective sheath could not be tested as the sheath was already removed and is based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that steps in the xience xpedition, everolimus eluting coronary stent systems instructions for use (IFU) states to remove the product mandrel and protective stent sheath prior to preparing the device/pulling negative. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after preparing the stent delivery system (sds) by pulling negative and then releasing the pressure, the stylet and protective sheath could not be removed from the balloon and the distal shaft separated. A new xience xpedition was successfully used to complete the procedure. The device was not used. There was no clinically significant delay in the procedure. No additional information was provided.